Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated injection vancomycin (2g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced sepsis on an unreported date and subsequently died. The cause of death was sepsis. It was not reported if the patient had recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. It was not reported if the patient was performing peritoneal dialysis (pd) therapy prior to death or if the patient was performing pd therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.